Manufacturer narrative:
The following information was received on 01/16/2018: all hardware was not removed in the revision surgery on (B)(6) 2017, only the plate (1) and screws that attributed to the pain were removed.

Event description:
After a bunion surgery was completed on (B)(6) 2016, a plate the surgeon stated he placed "too prominently" was causing the patient pain. Therefore, not all hardware but only the plate and associated screws that attributed to the pain were removed in a revision surgery on (B)(6) 2017. Upon hardware removal, it was confirmed there was no fault with the removed tmc hardware, nor the additional plate and associated screws which remained implanted.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to pain. The surgeon indicated the most likely cause of the pain is due to the plate being placed "too prominently". Upon hardware removal, it was confirmed there was no fault with the tmc hardware nor was it a determining factor for performing the revision surgery as initial placement was the issue. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2016, all hardware was removed in a revision surgery on (B)(6) 2017 due to pain. The surgeon stated that he placed the plate "too prominently". Upon hardware removal, it was confirmed there was no fault with the tmc hardware.